Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd plastipak¿ hypodermic syringe luer lok¿ there was an issue with breakage. There was no report of injury or further medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields:

Event description:
It was reported with the use of the bd plastipak¿ hypodermic syringe luer lok¿ there was an issue with breakage.there was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd plastipak¿ hypodermic syringe luer lok¿ there was an issue with breakage. There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: two used samples and one tube were received for evaluation by our quality engineer. Upon visual inspection of the samples, the tips were observed to be broken and the broken tip remained attached to the tube connection. A device history record review of lot 1803006 did not find any issues during the production of lot number 1803006 that could have contributed to the observed/reported defect. During the manufacturing process, visual and functional inspections are performed to ensure product quality. The tip breakage was determined to be a result of over-screw during the connection of the syringe to the tube by the user.